Manufacturer narrative:
The product is not available for evaluation and testing. During a peripheral endovascular interventional procedure, an 80 cm. Powerflex pro 6 mm. X 2 cm. Balloon catheter (bc) burst at eight atmospheres (8 atm.) During post-dilation of a smart 8 x 4 stent. The product was removed from the patient. A new powerflexpro 6 x 4 bc was then used. The lesion expanded well and the procedure finished was successfully. There was no patient injury. No additional target lesion information was available. A 6 fr. Brite tip sheath was used for vascular access. A non-cordis guidewire was used to access the target lesion. A smart 8 x 4 stent was deployed successfully at the target lesion. During deployment of the stent, the sheath almost came out of the patient but was re-inserted. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The device was not returned for analysis. A device history record (DHR) review of lot 17530886 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this file.

Event description:
As reported, during a peripheral endovascular interventional procedure, an 80 cm. Powerflexpro 6 mm. X 2 cm. Balloon catheter (bc) burst at eight atmospheres (8 atm.) During post-dilation of a smart 8 x 4 stent. The product was removed from the patient. A new powerflexpro 6 x 4 bc was then used.  The lesion expanded well and the procedure finished was successfully. There was no patient injury. A 6 fr. Brite tip sheath was used for vascular access. A non-cordis guidewire was used to access the target lesion. A smart 8 x 4 stent was deployed successfully at the target lesion. During deployment of the stent, the sheath almost came out of the patient but was re-inserted. The product will not be returned for inspection. Additional information received indicated that no additional target lesion information was available. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional information was requested but was reported to be unknown. No additional information is available.